Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic roux-en-y with laparoscopic cholecystectomy on the ligation of the cystic dust, the device's cannula was broken after applying one clip successfully, the applier failed to load properly leaving the jaws stuck in an open position. The device could not be removed from the device and the cannula cracked when the surgeon attempted to remove the applier. They used a new device to complete the case and resolve the issue. The patient was alive with no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the trocar was received with a 5mm clip applier w/ clip m/l insert in the port. The trocar cannula was damaged from the instrument because the jaw leg was disengaged. Functionally; the condition of the trocar precludes further evaluation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the damaged cannula may occur from mishandling that causes interference between the cannula and an instrument inserted or removed from the cannula. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.